Event description:
In 2009, a male pt was being treated for an anterior ligament injury. The treatment used a symmetrical biphasic waveform (vms) with continuous current. The device parameters were phase duration of 200usec, the mode was continuous current, antifatigue with a frequency of 50pps. Prior to treatment the area was cleaned with alcohol. During treatment, the pt received a 3rd degree burn under one electrode. The injury was associated with the current output from channels one and two. The electrodes were 5 x 5cm durastick and this was the first use. Medical treatment was required at the time of injury; however, the health care professional stated further treatment was not necessary and the pt's progress toward recovery was not impeded.

Manufacturer narrative:
Additional info will be provided, upon the receipt and eval of the device.